Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and lightheadedness. There was observed "no capture" on a remote transmission and output was adjusted. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) rate response feature was disabled due to "the rate being 90 in clinic." The lead and crt-d remains in use. No further patient complications have been reported as a result of this event.